Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer called because the battery cap on her insulin pump was stripped and she could not remove it to change the battery. During the phone call, the customer stated that she was in the hosp due to high blood glucose. The reported blood glucose reading was 600 mg/dl. The customer stated that she does have scar tissue at the infusion site that could have contributed to the event. No further info reported.